Event description:
It was reported that during preparation for an endoscopic vein harvesting procedure, prior to inserting in the patient's leg, the d.c. Extension cable was connected to the hemopro device and immediately activated the energy to the tissue welder's jaws without the toggle switch being in the "on" position. A replacement unit was used to complete the procedure. The hospital did not report any patient complications.

Manufacturer narrative:
After the procedure, the hospital discarded the product. A lot history record review was completed for the product. There was no nonconformance which could have attributed to this failure mode.